Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturer stated retain samples of the affected batch were analyzed. The retain sample operates within the specified parameter, no deviation have been detected. Parameters which are able to influence the viscosity of the cement are referenced in the technique guide for usage. In addition the temperature during mixing, transfer and application are able to influence the viscosity of the cement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Part 07.702.016s, lot 5g53141: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: september 30, 2015. Expiry date: july 01, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure the consistency of the vertecem v cement did not permit its use; cementoplasty was not been achieved. A percutaneous osteosynthesis was performed. There is no impact on the patient and no delay in surgery. It was reported the bone cement and system were stored at 19º c before use. It was noted the bone cement was kept away from the radiator and direct sunlight. The box was closed with a sticky link to prevent mixing bone cement liquid with powder from another batch. It was noted that the bone cement was mixed in the syringe under vacuum without the use of a stopclock or pulse lavage. The components were not heated or cooled prior to use. This is report 1 of 1 for (B)(4).